Event description:
Dr was performing the procedure of right total hip replacement. When it was time to place the liner in the shell, the liner would not fit properly. A second attempt was made and still the liner did not stay in the shell. The duration of the procedure was extended by one hour. Dr decided to use the same style of implant that the pt had in his left hip without complications.